Event description:
Customer reported the display malfunctioned. No reported pt involvement. Service representative duplicated the reported condition. Device was repaired and proper operation was confirmed.